Event description:
A caller reported experiencing an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset and guided them through the process, and the error code did not reoccur. The caller successfully started their sensor session following the intervention.